Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed due to increased impedance measurements. The leads were reportedly removed due to damage.